Event description:
It was reported that the patient expired. The patient had multiple health issues. The cause of death was not believed to be attributed to the implantable neurostimulator devices. The patient's physician was not aware of any health problems. Refer to manufacturer's report #6000032200905089.